Event description:
The patient reported that he called an ambulance at 2 am on (B)(6) due to nausea/vomiting and muscle spasms. He was admitted to the ICU at the hospital with a diagnosis of dka. He stated that his blood glucose level upon admission was 489 mg/dl. At the time of the call, he was being treated with IV fluids, potassium, and an insulin drip. He was disconnected from his pump at the time of admission and his blood glucose level at the time of the call to animas was 196 mg/dl. The patient denied any changes in medication, diet or exercise and denies any infusion site issues. The patient denied air bubbles or insulin leaks. The total daily dose matched the basal and bolus histories. Review of the pump history revealed several occlusion alarms and replace battery alarms. He reports that during the past week he has had multiple occlusion alarms per day during basal delivery. He reports when he disconnects from the pump to prime, the pump makes a sluggish/grinding motor sound. He also says the pump required frequent battery changes.

Manufacturer narrative:
The device was not returned for evaluation. If the device is returned an evaluation will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time. The owner's booklet states that to avoid risk of dka the user must be prepared to give him/herself an injection if insulin delivery is interrupted for any reason.